Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reports that the device read both lower and higher than the finger stick value. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.